Manufacturer narrative:
Correction: the initial MDR submitted on december 18, 2024, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. The topical antibiotics were prescribed prophylactically.

Event description:
Per the clinic, the patient experienced hematoma and scab at the magnet site, and subsequently was treated with topical antibiotics (specific date and duration not reported). No additional episodes were reported.